Event description:
The cast cutter was returned to the manufacturer for service, and during the visual inspection it was noted that the cast cutter cord was cut in half, which exposed bare interior wires. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the eval it was found that the cord is cut, which exposed bare interior wires. Based on the investigation details, the cord was replaced along with other components, and the handpiece was repaired and returned to the customer.